Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection was performed and fluid was noted inside a bag that contained the unit. A functional leak test was performed, and no signs of leaking were observed. The reported condition was verified. The cause of the issue was use related. The product label (IFU, instructions for use) instructs the user to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. It was observed that the device was leaking sodium chloride into the bag which contained the device. This issue was discovered when taking the device out of the bag prior to patient use. There was no patient involvement. No additional information is available.